Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. However, an alarm was noted during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was also received with a cracked display window, a cracked case at the display window corner, broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also reported insulin was squirting out at the end of their tubing. Customer stated they attempted to prime their tubing a second time and the same issue occurred. Customer's blood glucose was 208 mg/dl. Troubleshooting found insulin continues to drip when the act button is released during the prime process. Customer stated their drive support cap appeared normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.